Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of seven for the same event; see previously submitted 0002184052-2016-00119. See also 0002184052-2016-00121 through 00125.

Event description:
The sales associate reported 2 screws had popped on the doctor during a fused kyphosis revision procedure. The doctor is replacing with lineum and extending into thoracic spine with polaris product.

Manufacturer narrative:
The returned screw was examined. Functional testing showed it would not allow the closure top to thread down into the tulip as expected, likely due to deformation on the threads occurring during use. A review of the manufacturing records did not identify any issues which would have contributed to this event.